Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 1/26/2017: during follow-up, the customer reported that they changed their site and no damage was noted to the cannula. The customer has not received any additional occlusion alarms. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 215mg/dl. System check was performed and the pump performed as intended. During the call, the customer declined to pull out their infusion set site to check if the cannula was compromised. The customer resumed insulin delivery without changing any supplies and was able to successfully deliver a bolus without getting any subsequent occlusion alarms.